Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. The mandrel was unable to be removed due to the presence of solidified blood within the guidewire lumen. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The ro markerbands were examined and there was no damage noted. The bumper tip of the device showed signs of damage to the distal edge of the tip. The type of damage evident is consistent with difficulties in removing the product mandrel prior to return for analysis, possibly due to the presence of solidified blood within the guidewire lumen. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 290mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. After placement of a 6 fr ebu guide catheter and a non-bsc guidewire in the left main, angiography was performed. Following predilation with a 2x15mm and a 2.5x15mm non-compliant balloon catheters, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. Subsequently, the physician repeated serial predilations with 2.5x15mm non-compliant balloon catheter and made an attempt to deploy a 2.50x38mm promus element&#63500;ong drug-eluting stent which also could not cross the lesion despite multiple attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.